Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of noise and changes in the baseline morphology measurements. Surgical intervention was performed and the electrode was explanted and replaced. The suture sleeve of the electrode was noted to be in contact with the proximal sensing electrode during the explant procedure. No additional adverse patient effects were reported.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing of noise and changes in the baseline morphology measurements. Surgical intervention was performed and the electrode was explanted and replaced. The suture sleeve of the electrode was noted to be in contact with the proximal sensing electrode during the explant procedure. No additional adverse patient effects were reported.